Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data was evaluated and the allegation was confirmed as a signal loss duration greater than one hour was observed. The probable cause was determined to be no communication leading to a gap in the data logs. The reported event of signal loss is reportable based on the finding of signal loss lasting greater than one hour. No injury or medical intervention was reported.